Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device could not be powered on. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that the case of the customer's device was damaged. They returned the device for repair. During device evaluation, physio-control observed that the device could not be powered on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the system pcb assembly and performed some other unrelated repairs because of the device being physically damaged. Proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. The removed system pcb assembly was further evaluated. It was observed there was liquid residue on the system pcb assembly. An integrated circuit (ic) chip, designator u28 on the system pcb assembly, had shorted out and caused the device not to power on.